Manufacturer narrative:
Batch review performed on 28 nov 2024: lot 2346015: (B)(4) items manufactured and released on 21-dec-2023. Expiration date: 2028-12-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved batch review performed on 28 nov 2024: liner: mpact 01.32.4048hct flat pe hc liner ø40/f (k103721) lot 2314080: (B)(4) items manufactured and released on 02-aug-2023. Expiration date: 2028-07-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had a primary hip surgery on (B)(6) 2024. On (B)(6) 2024, the patient came in reporting pain due to a periprosthetic fracture that was caused from falling. The surgeon cabled the fracture and revised the medacta stem and head. The surgery was completed successfully. On (B)(6) 2024, the patient came in reporting pain due to a dislocation of the head from a liner and the cause is unknown. The surgeon revised the head and liner. The surgery was completed successfully.